Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff388r - minop fixation & dissecting fcp 2/265mm. According to the complaint description, the minop endoscope instruments have been damaged by tssu. The tactile feedback springs along the shaft they think have been bent. This has resulted in a shard of metal being spotted in the patients ventricle which they believe they retrieved using one of our disposable aspiration needle kits. The patient had gone for a CT scan and an "aid" has been raised. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00871 (B)(4).

Event description:
The adverse event / malfunction is filed under aag reference (B)(4)((B)(4)).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.